Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) intermittently oversensed noise on the right ventricular (rv) lead resulting in pacing inhibition. There has been no inappropriate therapy delivered. While in the office, the noise could be recreated with provocation but was not oversensed by the device. An x-ray was unremarkable. The device was reprogrammed and remains in service. No adverse patient effects were reported. The patient will be monitored.